Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 18 days (17feb2021 ¿ 07mar2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A low voltage hazard alarm was observed on (B)(6) 2021 at 17:45 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved within approximately 3 seconds of activation, and the alarm resolved before a no external power alarm could become active. No other notable events regarding the mpu were observed. The mpu (serial number (B)(4)) was not returned for analysis. Per additional information, the root cause of the observed loss of ac power was the patient¿s house temporarily losing ac power at the time of the event. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a no external power event while connected to the mobile power unit on (B)(6) 2021 due to a loss of ac power to the patient's house. The alarm resolved before a no external power alarm could become active, and the pump functionality was not interrupted during this time.